Event description:
Procedure: stress ui/pelvic organ prolapse. According to the reporter: the pt experienced dyspareunia, pelvic pain, infection, vaginal pain, inflammation, and mesh erosion.

Manufacturer narrative:
(B)(4).